Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The product is believed to be a cypher but clarification is pending. The catalog and lot numbers of the device are not available at this time.

Manufacturer narrative:
A patient's family member initially contacted requesting information card for cordis device, placed on 2007. Further information revealed that the patient had restenosis in unknown vessel. A patient called that her son, anthony, age 12 date of birth (B)(6) 2002 has 2 stents in his aorta from columbia presbyterian. One she received a card right after the stent was placed, that was going back in 2007. This second stent was placed in (B)(6) 2013 and no card has been given. He's been on the waiting list for an MRI for his knee and they cannot do it because they feel it is not compatible and my daughter, he needs this MRI. She has called several times in regards to getting a card. This is completely and utterly unacceptable. In an emergent, I'm an emergency room nurse. In an emergent situation he was placed under an MRI this could be pulled, the stent could be pulled right out of his aorta. It is unacceptable that since july 2013 that no card from cordis, johnson and johnson, has been sent to my daughter in regards to my grandson's care. She needs a call back cause she just found out now from national rad that it's not a normal cardiac stent that they placed, but a billiary stent and that its not apparently compatible, but they have no lot number to go with, no manufacturing number and this is unacceptable. She needs a call back (B)(6)." On 2(B)(6) 2014, a follow up call was placed to mother of patient in response to the above voicemail left by grandmother of patient, and the following information was obtained. On 2007/u/u patient had an unspecified cordis stent placed in the aorta for an unspecified reason. Mother of patient stated she could not talk and answer questions regarding patient's experience as she was at the MRI facility filling out paperwork so that her son could have his unspecified MRI performed for an unspecified indication. No further information could be obtained at the time of the call. Multiple attempts were made without success to obtain further information. The device remains implanted and is not available for analysis. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
A patient's family member initially contacted requesting information card for cordis device, placed on 2007. Further information revealed that the patient had restenosis in unknown vessel. A patient called that her son, (B)(6) , age (B)(6) date of birth (B)(6) 2002 has 2 stents in his aorta from (B)(6). She received a card right after the stent was placed, that was going back in 2007. This second stent was placed in (B)(6) 2013 and no card has been given. He's been on the waiting list for an MRI for his knee and they cannot do it because they feel it is not compatible and my daughter, he needs this MRI. She has called several times in regards to getting a card. This is completely and utterly unacceptable. In an emergent, I'm an emergency room nurse. In an emergent situation he was placed under an MRI this could be pulled, the stent could be pulled right out of his aorta. It is unacceptable that since (B)(6) 2013 that no card from cordis, johnson and johnson, has been sent to my daughter in regards to my grandson's care. She needs a call back cause she just found out now from national rad that it's not a normal cardiac stent that they placed, but a biliary stent and that its not apparently compatible, but they have no lot number to go with, no manufacturing number and this is unacceptable. She needs a call back (B)(6)." On (B)(6) 2014, a follow up call was placed to mother of patient in response to the above voicemail left by grandmother of patient, and the following information was obtained. On 2007/u/u patient had an unspecified cordis stent placed in the aorta for an unspecified reason. Mother of patient stated she could not talk and answer questions regarding patient's experience as she was at the MRI facility filling out paperwork so that her son could have his unspecified MRI performed for an unspecified indication. No further information could be obtained at the time of the call.